Event description:
While conducting a test of the device, it powered-up with a blank display screen. There was no pt harm involved. The problem was traced to a solder ball in assembly 590329 which lodged between 2 pins of an integrated circuit and shorted the pins. The event was not occurring more frequently or with greater severity than is usual for the device.